Manufacturer narrative:
The data indicated that the calibration was successful, but no dates were listed on the provided printouts. The data also showed that qc was out of range. The alarm trace indicated a possible poor sample quality. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit. The cause of the event was due to a component failure.

Event description:
We received an allegation of questionable ise results for 3 patients' samples tested on a cobas pro ise analytical unit. Results for the potassium (k) tests were affected. Sample 1: initial result: 4.6 mmol/l. Repeat result: 3.6 mmol/l. Sample 2: initial result: 5.3 mmol/l. Repeat result: 4.2 mmol/l. Sample 3: initial result: 5.8 mmol/l. Repeat result: 4.3 mmol/l.

Manufacturer narrative:
The k electrode lot number was dch94 with an expiration date of 04-jan-2026. Qc was acceptable. The liquid short sensor detected air in the flow path. The alarm trace showed multiple "sample probe: abnormal aspiration" alarms. The customer disabled the test on the ise module and was not testing more samples. The field service engineer replaced the probe, syringe seals, and pinch tubing and performed sample probe adjustments. He then performed ise checks, calibration, and qc. The investigation is ongoing.